Event description:
The center reported that in 2005 the pt was receiving a hemodialysis treatment on a system 1000 hemodialysis instrument. After 2 hours of dialyzing the attending nurse heard the pt sigh. She then saw the pt's arm and leg drop. It was reported by the hospital medical director that the pt had a sudden heart attack and respiratory arrest for no obvious reason. The nurse called for a full code but resuscitation efforts were not successful.